Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. A stopcock was connected to the hub. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.